Event description:
It was reported that the patient's right knee was revised due to subsidence of the tibial baseplate and pcl issues. Femoral component, insert, and baseplate were revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Manufacturer narrative:
An event regarding tibial subsidence involving a femoral component was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. Revision surgery took place due to subsidence of the baseplate and pcl issues whereby the entire construct was revised. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the patient's right knee was revised due to subsidence of the tibial baseplate and pcl issues. Femoral component, insert, and baseplate were revised.